Event description:
It was reported that the bd¿ luer-lok syringe experienced foreign debris inside the syringe. The following information was provided by the initial reporter: we recently had a customer report of finding ¿foreign debris¿ inside a syringe, bd 301035, that was provided to them.

Manufacturer narrative:
The following fields were updated with possible information: d4: medical device lot #: 1106460 . D4: medical device expiration date: 31-mar-2026. H4: device manufacture date: 30-jun-2021. D4: medical device lot #: 1180050. D4: medical device expiration date: 30-jun-2026. H4: device manufacture date: 19-may-2021. H6: investigation summary it was reported there was foreign debris inside the syringe. As a 50ml syringe was not returned, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 301035, possible lots 1106460 and 1180050. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the bd¿ luer-lok syringe experienced foreign debris inside the syringe. The following information was provided by the initial reporter: we recently had a customer report of finding ¿foreign debris¿ inside a syringe, bd 301035, that was provided to them.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.